Event description:
Patient implanted (B)(6) 2024, returned with an infection of her pocket site. Dr olsofka explanted her enterra system, will seek to get the infection under control before exploring the idea of implanting a new system.